Manufacturer narrative:
Investigation summary: investigation into this event showed that a non - j&j method gave negative results for every test. Treatment with heterophilic blocking tubes did not change the results. The root cause of the falsely elevated results was not determined.

Event description:
A customer observed repeatable positively biased troponin I results on multiple samples taken from one patient. Falsely elevated results may lead to inappropriate physician action. There was no report of patient harm as the result of this event.